Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 293.4 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported doing a bolus and then the display of the insulin pump just kept scrolling up. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per the health care provider's instruction. No add'l info was provided.